Event description:
Healthcare professional reported that the valve was abandoned at the time of the implant. Intra operative echo showed perivalvular leak and serious aortic insufficiency. Healthcare professional replaced the valve with another 21 mm freestyle valve. The pt is doing fine. Valve was returned for eval.